Event description:
A user facility clinic manager (cm) reported to fresenius that towards the end of treatment the venous chamber of the combiset bloodline set 100% filled up and a certified clinical hemodialysis technician (ccht) noticed blood dripping from a small hole on the top part of the venous chamber. Additional information was obtained during follow-up. The reported issue occurred approximately an hour prior to treatment completion. The venous chamber filled with blood and a blood leak was visually observed that originated from a hole in the bloodline set. There was no serious injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 100 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that towards the end of treatment the venous chamber of the combiset bloodline set 100% filled up and a certified clinical hemodialysis technician (ccht) noticed blood dripping from a small hole on the top part of the venous chamber. Additional information was obtained during follow-up. The reported issue occurred approximately an hour prior to treatment completion. The venous chamber filled with blood and a blood leak was visually observed that originated from a hole in the bloodline set. There was no serious injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 100 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample is product 03-2742-9 and originated from lot 23hr01167. The sample was received open without its original packaging. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the venous chamber due a separation on the top cap. The complaint product sample was visually inspected and it was noted that the top of the venous chamber was not assembled properly, causing the separation. After further inspection, no other problems were found. The reported issue was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.